Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from patient's wife who stated that she has been getting product notice. She said her husband passed away last march, and she has gotten rid of the device. He had used the replacement device. He did not pass away due to use of the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.